Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's diabetic ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 79-80: advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel. Living with diabetes 9 / page 121: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported that she had to be hospitalized for diabetic ketoacidosis due the pdm reading incorrectly and that the pod was not delivering insulin. At the hospital, a bg meter comparison was performed. Her pdm read ¿high¿ (>27.8 mmol/l) (>500 mg/dl) versus 20 mmol/l (360 mg/dl), for the hospital¿s meter. At the hospital she was placed on an intravenous drip and was given manual injection of non-rapid insulin every 30 minutes.